Event description:
The physician performed an egd and a peg tube insertion. It was reported that the physician pulled the peg through the abdomen when the tube began to separate. Before separation occurred, the physician grasped the tube and pulled it through successfully. The procedure was completed and the pt is reported to be in good condition. No further complication occurred.